Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) leads exhibited high pacing impedances, and rising/high superior vena cava (svc) coil impedances. The leads remain in use. No patient complications have been reported as a result of this event.